Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is customer¿s system, medwatch with identifier (B)(6) is niece¿s system.

Event description:
Customer reported getting a reading of 22 mg/dl on his meter and a reading of 115 mg/dl on his niece's accu-chek meter within ten minutes. No adverse event reported. Strips are not available for return.